Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an auriga xl 4007 laser console was used in a procedure performed on (B)(6) 2021. During the procedure, the physician found that the laser console alerted error 1413 - power pack: simmer error. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patients condition at the conclusion of the procedure was reported to be stable.